Event description:
Customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at motor and electronic assembly. Unable to verify for alarms due to blank display.